Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's friend that the patient's device 'experienced the gold wires that broke' and that the patient 'almost died'. The device status is unknown. No further patient complications have been reported as a result of this event.